Manufacturer narrative:
Note: the device was returned to the MFR and eval found that the green wire (t4) of the component wire harness was crimped out of specifications. The wire harness of the green wire (t4) was crimped to 24 gage and should have been 28 gage. The root cause of this reported complaint was attributed to a mfg error.

Event description:
During use of the device for a surgical procedure, the user observed an e10 alarm. The unit was not changed out, the user used the other channel of the device and the surgical procedure was completed successfully. There was no adverse consequence to the patient as a result of this event.